Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during utilization of the instrument with a green duet staple load, the instrument jammed after utilization of 3 sulus. The surgeon tried to force open the instrument and found that the stapling was not fully completed. New stapling with a new instrument on the faucher stomach probe was performed and there was a discreet stenosis at the end of the procedure on the gastric tube.